Event description:
Caller reported blood glucose results of " in the 200's" mg/dl and "within his normal range. His normal range is 130-170" mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.